Manufacturer narrative:
Concomitant medical products: dtba1d1 device, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low-voltage left ventricular (lv) lead exhibited a confirmed fracture, along with pocket/nerve stimulation observed. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.